Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found that the conductor wire had damaged insulation near the distal idler pulley. The material appeared to be scraped off, approximately 0.07" x 0.02" in length. There was exposed bare wire. The missing material was not returned. The instrument passed the electrical continuity test. No thermal damage was observed. The root cause of this failure was found to be a component failure. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the device logs for part # 471205-17, lot # k13210510-0338, associated with this event has been performed. Per this review of the logs, the instrument was last used (B)(6) 2021 via system serial # (B)(4). There were 4 uses remaining after this last usage. The reported issue was identified during central processing. It is unknown if the issue occurred as a result of the central processing, or if the issue was discovered during the last procedure usage. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: the instrument had conductor wire damage with exposed inner wires. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to any patient, the failure mode identified through failure analysis could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, a loose wire was observed on the fenestrated bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.